Manufacturer narrative:
Additional information received: it was confirmed that no modifications/fenestrations were made to the stent graft prior to use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft etbf3216c145ee was intended to be implanted in a patient for the endovascular treatment of a 46mm abdominal aortic aneurysm. It was reported during the index procedure, during the stent implantation procedure, it was observed that the post-release blue knob on the delivery system spontaneously detached and disassembled, making it impossible to reassemble. As a result, the stent could not be used as intended. The physician promptly removed it from the patient and a replacement stent was successfully implanted. The cause was determined to be a device issue. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that the delivery system was inspected before implantation and no problems were found. The deployment handwheel is generally not touched to avoid premature activation and deployment. It was reported the wheel detached during tip retrieval, and the transplant cap could not be retracted. No stents were deployed in the patient. It was unknown if any resistance was felt when the wheel detached. It was not thought that any anatomy or angulation contributed and it was noted as a routine case treating a standard aaa. No bail out techniques were attempted as it was reported that ''even after being pieced back together, it was impossible to reassemble; it had completely fallen apart''. It is unknown if the replacement stent was another endurant ii graft. Film evaluation summary: the reported detachment of the delivery system could not be confirmed based on the pre-implant imaging available; therefore, the cause of the event could not be determined. Procedural angiograms documenting the deployment steps and the time of the reported event were not available for review. No obvious anatomical features (e.g., excessive tortuosity or severe calcification) were identified that could reasonably be considered contributory to the reported event device photo evaluation summary: two still images of device received for analysis. The first image depicts a back-end wheel in two pieces. No damage is evident to it. The second image depicts the proximal end of an endurant ii delivery system. The back-end wheel is removed. No damage is evident to the screw gear threads or rear handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.